Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00746. It was reported the patient was not receiving adequate relief from the scs system since implant. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced with a new lead. Reportedly, good coverage was achieved.